Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) a few days post implant due to supraventricular tachycardia (svt). The physician reprogrammed the tachycardia zone and the issue was resolved. Less than two months later the patient presented to the emergency room after receiving shocks. Review of the events found the shocks were inappropriately administered due to oversensing of noise. Further review found the right ventricular rv) lead impedance measurement showed a sudden increase in pacing impedance measurements from 400 to greater than 3000 ohms depending on the patient's position. The patient underwent radiology imaging due to a suspected perforation of the myocardium. A revision procedure was scheduled to replace both the ICD and rv lead. During the procedure testing in unipolar configuration found that tip to skin the impedance measurement was greater than 3000 ohms and ring to skin the impedance was 416 ohms and there was no capture with either configuration. The ICD and rv lead were explanted and no new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) a few days post implant due to supraventricular tachycardia (svt). The physician reprogrammed the tachycardia zone and the issue was resolved. Less than two months later the patient presented to the emergency room after receiving shocks. Review of the events found the shocks were inappropriately administered due to oversensing of noise. Further review found the right ventricular rv) lead impedance measurement showed a sudden increase in pacing impedance measurements from 400 to greater than 3000 ohms depending on the patient's position. The patient underwent radiology imaging due to a suspected perforation of the myocardium. A revision procedure was scheduled to replace both the ICD and rv lead. During the procedure testing in unipolar configuration found that tip to skin the impedance measurement was greater than 3000 ohms and ring to skin the impedance was 416 ohms and there was no capture with either configuration. The ICD and rv lead were explanted and no new system was implanted. No additional adverse patient effects were reported. Additional information was received that the perforation was not confirmed during the explant procedure. It was further noted that the patient did not have any other cardiac implanted systems.

Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) a few days post implant due to supraventricular tachycardia (svt). The physician reprogrammed the tachycardia zone and the issue was resolved. Less than two months later the patient presented to the emergency room after receiving shocks. Review of the events found the shocks were inappropriately administered due to oversensing of noise. Further review found the right ventricular rv) lead impedance measurement showed a sudden increase in pacing impedance measurements from 400 to greater than 3000 ohms depending on the patient's position. The patient underwent radiology imaging due to a suspected perforation of the myocardium. A revision procedure was scheduled to replace both the ICD and rv lead. During the procedure testing in unipolar configuration found that tip to skin the impedance measurement was greater than 3000 ohms and ring to skin the impedance was 416 ohms and there was no capture with either configuration. The ICD and rv lead were explanted and no new system was implanted. No additional adverse patient effects were reported. Additional information was received that the perforation was not confirmed during the explant procedure. It was further noted that the patient did not have any other cardiac implanted systems. The lead was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. The outer insulation did have cuts, but was believed to be related to normal explant procedure. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.